Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with chest pains. The patient was admitted to the hospital. Device evaluation noted four paced beats at a rate of 130 ppm and then the patient went into a sort run of ventricular tachycardia (vt) noted on the surface electrocardiograms. A boston scientific technical services consultant discussed possible algorithm in the electrocardiograph equipment which inappropriately places a pacing spike on intrinsic beats. Device interrogation was advised and performed which identified noise and oversensing on the right ventricular (rv) and atrial channels. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.